Event description:
Used CPAP philips since (B)(6) 2012 - found nose cancer in (B)(6) 2014 since, sinusitis, headaches, etc. Just learn that these CPAP have problem (CPAP registered today at philips after received letter. FDA safety report ID # (B)(4).